Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a server issue. A technical support specialist confirmed that the customer rebooted the server to resolve the issue. The system functioned as intended after the technical support specialist verified the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be pyxis es it infrastructure.

Event description:
It was reported when using the pyxis medstation es system, the interface was down, resulting in all stations being placed in critical override mode. The customer reported that there was no delay in dispensing the medication. There were no adverse events or injuries reported based on this event.